Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. Upom inspection, the hypotube was observed to be kinked approximately 10 cm from the gold connector. The gold connector was found to be undamaged. The distal end of the pusher displayed stretched coils inside the strain relief pet. The heater coil was completely stretched and the solder joints to the lead wires were broken. The strain relief was observed to be burnt. The implant displayed stretched coils at the proximal and some shape loss to the proximal loop. The coils of the implant were stretched and offset at the middle section. The attachment monofilament was found to display a mushroom profile with a rebound length of .0150". The root cause of the damage to the heater coil could not be determined. The root cause of the detachment also could not be determined from the information and evidence available. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during an embolization treatment, the coil detached in the microcatheter. The entire coil was removed in its entirety from the patient. There was no reported patient injury or intervention. The patient was reported to be fine.